Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the chronic right ventricular (rv) lead exhibited high threshold measurements and over the last two years the shock impedance measurements have gradually risen from 88 ohms to 120 ohms. When the field representative reviewed the patient's notes, they found that during a change out procedure over eight and a half years earlier the proximal coil of the rv lead had been damaged during the normal device change out procedure. At that time the proximal coil was surgically abandoned. Boston scientific technical services (ts) discussed the option of performing maximum energy shocks to check the true value of the shocking lead impedance measurements and ensure integrity of the lead. The field representative would discuss the recommendation with the physician. At this time the rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the physician believed the increase in threshold and shock impedance measurements were related to suspected lead damage. At this time the physician has opted to continue to monitor the patient. The lead remains in service and no additional adverse patient effects were reported.